Manufacturer narrative:
D9 - date returned to mfg: 17-oct-2025. H3: one used product, with severed tube, a third-party extension set and without needle guard assembly, sheath and packaging, was returned for analysis. Visual inspection was performed and no evidence of catheter tube severance, specifically above the catheter hub nose was identified. The manufacturing logbook notes were reviewed and no definitive root cause for the cannula damage was identified. The probable cause, however, is due to a variation in insertion technique. Per IFU section 4.2, the introducer needle must not be reinserted inside the catheter once the needle has been partially or completely withdrawn as it may pierce the catheter. Premature removal of the introducer needle from the catheter can result in catheter kinking and catheter shear upon insertion. The catheter is a thin wall by design and needs the needle to thread properly into the vessel, with the needle acting as a guide wire during the process. See attached images. A device history record could not be completed as no lot number was received.

Event description:
It was stated that the patient was admitted to the hospital on (B)(6)2025, and an IV was inserted. The IV was removed when the patient was discharged. A general surgeon had to remove the catheter at the bedside using a local anesthetic. The IV was placed on the (B)(6) and discontinued on the (B)(6). The catheter broke off at the hub and remained in the patient's right forearm. A surgical procedure was performed to remove the retained venous catheter. The catheter was successfully removed without any complications.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.